Event description:
During a follow-up in-clinic, episodes of noise resulting in oversensing and decrease pacing impedance was observed on the right ventricular (rv) lead. Rv insulation damage was alleged but not confirmed. The patient was stable and will continue to be monitored.